Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and it would not charge past two bars. The patient underwent an ipg explant procedure and was doing well postoperatively. Patient is stable and pain relief has been restored. The explanted device was discarded by the medical facility.